Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received low battery alarms and failed battery alarms. Customer's blood glucose was unknown. After troubleshooting, customer was advised to replace batteries and that battery cap would be replaced.